Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: cornu of uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones and uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac) since 2015 and ondansetron (zofran) since 2015. In 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), obsessive-compulsive disorder ("obsessive-compulsive disorder") and urticaria ("rashes or skin conditions type: hives"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, anxiety, obsessive-compulsive disorder, urticaria, migraine, tooth disorder, dysmenorrhoea and back pain outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder and vaginal discharge had resolved and the nausea, dyspareunia and fatigue was resolving. The reporter considered anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, obsessive-compulsive disorder, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: cornu of uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones and uterine bleeding. Concomitant products included fluoxetine hydrochloride (prozac) since 2015 and ondansetron (zofran) since 2015. In 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infection"), bladder disorder ("bladder problem or changes") and urinary tract disorder ("urinary problems or changes"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2014, the patient experienced pelvic pain ("pain") and vaginal discharge ("vaginal discharge"). In november 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced depression ("depression"), anxiety ("psychological or psychiatric problems condition: anxiety"), obsessive-compulsive disorder ("obsessive-compulsive disorder") and urticaria ("rashes or skin conditions type: hives"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, depression, anxiety, obsessive-compulsive disorder, urticaria, migraine, tooth disorder, dysmenorrhoea and back pain outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder and vaginal discharge had resolved and the nausea, dyspareunia and fatigue was resolving. The reporter considered anxiety, back pain, bladder disorder, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, menorrhagia, migraine, nausea, obsessive-compulsive disorder, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter, patient demographics, concomitant drugs medical history and laboratory data were added. On (B)(6) 2018, she explanted essure. Injury event was replaced with events abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: urinary tract, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: anxiety, depression, obsessive-compulsive disorder, rashes or skin conditions type: hives, migration of essure device location of device: cornu of uterus, migraines / headaches, bladder or urinary problems or changes, nausea, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, lower back pain. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.